Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. It was reported that the impella sensor was not functioning. The impella was removed and another inserted without any difficulty. There was no patient harm.

Manufacturer narrative:
The investigation for the optical signal issue has been completed. The impella device has been returned for evaluation. Upon visual inspection, dried purge fluid was observed surrounding the outflow cage. Upon functional testing of the pump, the console (aic) displayed abnormal placement signal. Pump was soaked in water and aic displayed normal values. Real time data logs were reviewed finding two aic "placement signal not reliable" alarms occurred during the case with a flat line peaking at 3000 mmhg; no spikes were observed on the graph. During lab testing, the placement signal alarm could not be reproduce. Therefore, the most likely root cause of the optical signal issue was use related. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
E.4 should have been left blank on the initial submitted manufacturer device report number 1220648-2024-14432 as it is unknown if the initial reporter also sent the report to the FDA. H.2 device evaluation was selected incorrectly on the initial manufacturer device report number 1220648-2024-14432. The device evaluation was completed but the selection should not have been selected as the report was not a follow up report as it was the initial report. H.6 codes 114 was entered incorrectly on the previously submitted manufacturer device report number 1220648-2024-14432. Codes 4112 and 4110 were added as they were inadvertently omitted from the initial submission of manufacturer device report number 1220648-2024-14432.